Manufacturer narrative:
No malfunction of the power wheelchair is suspected. The end user was operating the power wheelchair in a parking area and was struck by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving you power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
While operating the power wheelchair in a parking area the end user was struck by a motor vehicle.